Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-jan-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump is having a pressure issue. This occurred during use in a case with no patient effect. Pressure performance verification was good until about 86 pressure reading. Started reading higher than spec. There was no extravasation or delay to the case. The pump was used to complete the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed, both inflow and outflow motors underperformed. The inflow at 1300 ml¿s and the outflow at 600 ml¿s per minute. The outflow drive wheel rollers are sticking intermittently. Physical damage was found to the bottom cover, there are 4 missing bumpers, the serial label requires an update, the software label requires an update from v1.10 rev. 33 to v1.10 rev. 38. It is recommended to replace 4 cables, both inflow and outflow motors, 4 outflow rollers, bottom cover, 4 bumpers, and serial label. Update the software label from v1.10 rev. 33 to v1.10 rev. 38 and re-certify the device.